Event description:
When the surgeon was connecting the indeflator to the 2.75 x 8mm cypher select plus, the surgeon realized that there was a crack in the hub. The device was pulled from the packaging by the hub. No anomalies were noted prior to use or after being prepped. The product was prepped and flushed normally. The indeflator was attached after prep and after the stent passed the lesion. It was confirmed that balloon did not inflate at all and that the stent did not expand at all and remained in the delivery system. The stent delivery system was removed easily from the pt's body. The doctor said that the usual pressure was applied when attaching the non-cordis indeflator. The same indeflator was used successfully with other products after the anomaly was noted. Another device was used instead to complete the procedure. There was no adverse event or consequence to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt. The cypher select plus is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.